Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and even though the image is dark, it appears to be a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve depth prior to release was approximately 3mm on the non-coronary cusp and 6-7mm on the left coronary cusp. During the final release, the valve visibly migrates to a shallower position to a depth of 0mm. After removal of the delivery catheter system, the valve appears to migrate further aortic. A subsequent angiogram revealed complete absence of coronary flow. A balloon was used to move the valve to the ascending aorta to restore coronary flow. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root dama ge, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. After the valve was moved, minimal flow to the left coronary artery and significant aortic regurgitation were noted and cardiopulmonary resuscitation was initiated. A second valve was implanted, and post tavi coronary access was performed confirming flow to both the right and left coronary arteries. A post implant dilatation was performed but no subsequent angiogram was performed to ensure coronary flow remained after the post dilatation. It was reported that a coronary artery bypass was performed but the patient eventually developed cardiac arrest and died. As stated in the instructions for use (IFU), potential risks associated with the implantation of the valve may include, but are not limited to, the following: death; myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade; coronary occlusion, obstruction, or vessel spasm (including acute coronary closure); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed using a 20x40 mm non-medtronic semi-compliant balloon. It was reported that there was difficulty advancing the delivery catheter system (dcs) through the first dislodged valve. The physician believed that the leaflet of the first valve was making it difficult for the dcs to pass, which was associated with small anatomy and lack of a non-medtronic guidewire. The snare that was used to hold the dislodged valve in place during the second valve placement measured 15 mm. It was confirmed that the patient experienced cardiac arrest following the dislodgement of the first valve. The post-implant balloon dilation was performed after the second valve was implanted because "significant" paravalvular leak (pvl) was observed. Per the physician, the cause of death was due to the patient's previous clinical condition associated with infarction and severe aortic regurgitation while awaiting the implantation of the second valve. Per the physician, the first valve could not be excluded as a contributing cause to the death, but the second valve could be excluded as a contributing cause to the death. Additionally, the dcs could be excluded as a contributing cause to the death.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device product ID evproplus-26 (j342926); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, during the release of the valve, the valve dislodged by several millimeters. After the pigtail catheter was withdrawn, it was noted that the valve dislodged even more. The patient became hypotensive, and an obstruction of two coronary arteries was observed. A balloon was inflated within the valve to move the valve to the ascending aorta as a snare was not yet available. After the valve was raised, blood flow was noted in both coronary arteries along with a return of circulation. The valve was then snared for the delivery of a second valve, which had difficulty, but was successfully implanted at a lower depth. A balloon dilation was performed using a 20mm balloon, and subsequently, a coronary artery bypass was performed. The patient developed cardiac arrest without return of spontaneous circulation and ultimately died.

Manufacturer narrative:
Updated data: b5. Corrected data: d4. Full UDI added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the myocardial infarction was due to the dislodge of the first valve that obstructed the coronary arteries.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.